Event description:
It was reported that the 9800md system c-arm is presenting iris pot errors. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the fluoro function board and main power cord plug. The system was tested and found to be working as intended and placed back into service.